Event description:
During a larparoscopic colostomy takedown the surgeon stated that the staple line fell apart. The surgeon stated that the device seemed to fire properly. The donuts looked good as well. The case was converted to open. The anvil head was not returned to rep.